Event description:
The user of the travelair ii was traveling in their caar with the travelair ii. The user stated they heard a loud "pop" just slightly burned and the car seat damaged. Devilbiss received notice of this incident on 4/7/94.